Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 515 mg/dl. The customer had treated their blood glucose with manual injections. The customer also reported receiving sensor error alerts. Troubleshooting found the customer properly inserted their sensor. Customer was advised to wait until their blood glucose was below 400 mg/dl to calibrate. The customer also found a bent sensor cannula upon removal of their sensor. No additional information provided.